Event description:
It was later reported that the dose was reduced to minimum when the stall was noted and the patient was changed to po meds. The pump and proximal catheter tip were replaced on (B)(6) 2011. The patient recovered without sequelae.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.this report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
It was later reported that the pump was replaced. It was also noted that there was an "error code on pump" and motor stall (reported previously). A dye study was performed and the catheter was found to be intact.

Manufacturer narrative:
Analysis of the pump revealed motor stall and motor stall recovery occurred. Pump tube: no leaks seen. No anomalies seen. Pumphead, pumphead compartment and motor compartment: no anomalies seen. Gear wheel 3: slight corrosion on surface. Significant residue in gear train. Final analysis of the pump revealed pump/motor/corrosion/gear train anomaly. Analysis of the pump connector and proximal segment of the catheter revealed: segment one: patent. No leaking seen. No anomaly seen. Forty degree connector: no anomaly seen. Final analysis of the catheter revealed no significant anomaly.

Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported. Patient experienced "some withdrawal symptoms" after motor stall. Drug delivered via the system was morphine 40mg/ml. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter model: 8709 accessory kit, serial #: (B)(4), implant date: (B)(6)-2006, explant date: unk.